Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Should the device be returned at a later date, this investigation will be updated and another report filed.

Event description:
Boston scientific received information that the patient with this pacemaker sought medical assistance due to a syncopal event and to rule out an associated battery anomaly, as it was known this unit was nearing the elective replacement indicator (eri) timestamp. Device interrogation confirmed a magnet rate of 90 and stable system measurements and the physician had no alleagtions of an earlier than expected rate of deplation. Time to replacement illustrated at less than six months. No resulting adverse effects specific to the devices performance and the cause of the syncope was not communicated. The device has since been replaced due to normal battery depletion.